Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell and the touchscreen became cracked. During troubleshooting with tandem technical support, it was found that the screen was not cracked and the reported issue was due to the screen protector. Customer had elevated blood glucose levels (308 mg/dl). Customer delivered a bolus to bring bg levels to target range.